Event description:
It was reported that the patient presented asymptomatically for a routine pulse generator replacement. Upon explant of the pulse generator, the physician noted what appeared to be burn marks located in the header of the device. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.